Event description:
Device has been explanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for removal was implant infection. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a "left-sided implant infection requiring removal" against a tissue expander. Device was explanted. Manufacturer of the device is unknown.